Event description:
It was reported by the customer, "multiple huber needles are leaking. There was no harm to the patient, or any adverse events." It was reported this occurred with ten devices. This report addresses the fourth device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.